Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for out of range impedance that coincided with an ablation procedure and caused a polarity switch to occur. The impedance stabilized afterwards. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.